Manufacturer narrative:
This report is for one unk - drill bit/unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reported as (B)(6) 2014, should have been (B)(6) 2014 to reflect when the chu became aware. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2014 a drill bit broke during the procedure and a fragment was left in the patient. Procedure was successfully completed no additional intervention required and no surgical delay. This report is 1 of 1 for (B)(4).